Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that upon sensor pod removal, on (B)(6) 2014, the sensor wire was lying flat against the adhesive patch. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.